Manufacturer narrative:
Analysis of the ins s/n (B)(4) found ins battery external short cause unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). At the end of a procedure on (B)(6) 2016, the rep was performing the impedances and was not able to get them to come back to normal. The c-arm was out of the room and the lights were turned off. The rep ran the test 3 times at 1v, 1.5v and 2v and also increased the pulse width to 300 and 330. The physician took the ins out of the pocket twice and re-seated the lead. The lead was placed in appropriately each time and the setscrew was advanced until they heard one click. None of these troubleshooting attempts helped clear the abnormal impedance. A different ins was used and the issue was resolved. The patient was noted to be alive with no injury.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.